Event description:
A healthcare provider reported via a manufacturing representative that the implantable neurostimulator (ins) battery would increase the amplitude on its own. It was indicated that the event occurred once at work and once at home. No symptoms were reported to be associated with the event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the issue was reported to them on 17-aug-2016 and began in (B)(6) 2016. All of the leads were normal upon interrogation and there was normal generator function when adjusting. They spoke to the manufacturer representative (rep) and tried reprogramming. They had to turn the device off. The patient&#62688;indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.